Manufacturer narrative:
D9: product received date 8/8/2025. H3/h6: five samples of suspect stopcocks were returned to the dublin site for investigation of complaint that stopcock was found to be cracked and leaking. No lot number was provided for this investigation. Upon inspection it was observed the a-port of the returned samples were cracked at the base of the port going into body. It is important to note that it takes a high amount of force to break the polycarbonate material used in the molding of these components. To replicate the failure, engineering team conducted a lateral pressure test on the material until it fractured, yielding results consistent with the returned samples. This suggests that the breakage occurred under conditions exceeding the normal usage range for these stopcocks. There was no evidence this breakage was traced back to manufacturing process. Defect could not be confirmed. Customer complaint history for the past two years was examined for similar issues, and no other complaints regarding the described defect were found. However, past complaints from this customer were noted for stopcocks with snapped off c-ports from an outside unknown force. Device manufacturer consistently analyzes complaint data and internal trends and will take further actions as necessary. No further actions are planned at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a stopcock was found to be cracked and leaking. There was patient involvement and no patient harm/adverse event reported.